Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity decreased from three years to four months in one year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service.